Event description:
Insertion of intrathecal catheter with port-a-cath for intractable pain was inserted in 2008, and removed the following month because it was not working. Another was inserted at that time. Dates of use: 2008. Diagnosis: metastatic ca. Event abated after use stopped: yes.